Event description:
This senior medical affairs specialist spoke with the reporter/layperson (patient's mother) in 2009. The reporter had alleged the display on the patient's onetouch ultra meter was cracked and four weeks later, the patient was hospitalized and treated for elevated blood glucose. Customer service replaced the product. The reporter provided the following information to this specialist. Approximately the month prior, early 2009, the display cracked (reason unknown). The patient could still test and read the results on the display. The reporter alleged that the patient informed her his results were "normal". When the patient began consuming more water than normal and telling the reporter his results were "fine", the reporter doubted the results although she did not look at them to confirm. Reportedly, the patient continued taking his daily lantus insulin, 40 units morning and 40 evening. By twenty five days later, the patient had reportedly been vomiting, sweating, seizing, and had diarrhea. The reporter took the patient to the emergency room on that day, where a venous blood glucose was 725 mg/dl. The patient was reportedly treated with IV insulin and later admitted. During the admission, the patient was also treated with insulin other than lantus throughout the day. The patient was discharged three days later, and continues taking only his usual lantus. The complaint is reported based upon symptoms that meet the criteria of a serious injury and the allegation that the patient was hospitalized for elevated blood glucose although his meter results were normal despite a cracked display.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.